Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient was revised to address hip pain. Litigation papers further allege that after revision surgery and implantation of another depuy device, the patient dislocated. The patient has had constant and intense pain in his left hip, and loud clicking and grinding.